Event description:
A report received from (B)(6) stated the device was unable to secure the cutter. The device was not being used in surgery. It is unknown if there was any injury or medical intervention reported. No additional information was provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).